Manufacturer narrative:
Migration of implanted components is a known inherent risk of implantable neuromodulation devices, however in this case the patient failed to follow medical instructions for healing after surgery and the patient's actions appear to be a contributing factor in the device movement.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023, targeting the suprascapular and axillary nerves to treat right shoulder pain. When patient returned for activation on (B)(6) 2023 he admitted to lifting weights after the implant despite medical advice to avoid lifting until the implant site had sufficiently healed. At the time of activation the patient reported having developed pain in a new location and it was discovered that the implanted lead had migrated away from the target location. Patient was scheduled to have a surgical revision performed to move the migrated leads, however, due to multiple MRI tests scheduled for an unrelated medical condition, the physician elected to remove the nalu system with plans to reimplant at a later date. System was explanted on (B)(6) 2023.